Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 122 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 11/02/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). They are being stored in the bathroom under the sink. Customer educated on the product proper storage .customer informed the product is not longer sold.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned test strips;defect found on check strip connector of the meter that produced e-7 error. Root cause: foreign material on strip connector (substance like blood).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 122 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 11/02/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). They are being stored in the bathroom under the sink. Customer educated on the product proper storage .customer informed the product is not longer sold.